Event description:
It was reported that the helix of the right ventricular lead extended abruptly. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.